Event description:
On september 3, 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 8:45 am, the patient obtained an error message on the reported meter; she was unable to specify the error message number. The patient was unable to obtain a blood glucose reading. At 9:00 am, the patient experienced the symptoms of shaking and sweating. The patient went to the emergency room, where her blood glucose level was tested to be 46 mg/dl. The patient was treated with food and/or a drink. Subsequent results at 10:15 am were 60 mg/dl and at 12:00 pm 150 mg/dl. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter error message issue, and received emergency medical attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k061118.